Manufacturer narrative:
Correction: section h6 - health effect - clinical code and impact code should have been "insufficient information".

Event description:
Related manufacturer report #: 2017865-2025-14560. It was reported that several episodes of noise reversions, alerts for high ventricular rate, oversensing and auto mode switching (ams) were observed due to noise on the right ventricular (rv) and right atrial (ra) leads.